Event description:
I went to charge my tandem x2 insulin pump into a surge protected outlet. My pump and the charging cable are now connected and there could have been a fire. There is a clear product or manufacturing issue which has led me unable to charge my pump.